Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number, or an incorrect batch number was provided. The complaint was unable to be confirmed. Quality will continue to closely monitor for trends. CAPA# 1878253 was initiated.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. The customer stated the patients tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The patient impact was not reported. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). Medical device lot #: jb202306 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. The initial reporter also notified the FDA on 26 october 2020. Medwatch report # mw5097370. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. The customer stated the patients tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The patient impact was not reported. Eua # (B)(4).